Event description:
A report was received that during the permanent implant procedure, the physician noticed an infection around the area where the splitters externalized. The physician cleaned the wound and implanted the ipg. A couple of days after the ipg implant the infection persisted, so the physician explanted the patient's entire system. The physician believes the infection was procedure related. The patient's symptoms included headache and fever. The patient was given antibiotics.

Manufacturer narrative:
Additional information was received that the patient's headache and meningitis was related to the procedure and not the device.

Manufacturer narrative:
Additional information was received that the patient¿s infection has not resolved. The returned ipg passed performance and visual inspection tests performed. No complaints about the functionality of this device were reported. The ipg exhibits normal device characteristics. Damage to the leads is a result of a typical explant procedure and it is not considered a failure. A review of the manufacturing documentation and sterilization records found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during the permanent implant procedure, the physician noticed an infection around the area where the splitters externalized. The physician cleaned the wound and implanted the ipg. A couple of days after the ipg implant the infection persisted, so the physician explanted the patient's entire system. The physician believes the infection was procedure related. The patient's symptoms included headache and fever. The patient was given antibiotics.

Event description:
A report was received that during the permanent implant procedure, the physician noticed an infection around the area where the splitters externalized. The physician cleaned the wound and implanted the ipg. A couple of days after the ipg implant the infection persisted, so the physician explanted the patient's entire system. The physician believes the infection was procedure related. The patient's symptoms included headache and fever. The patient was given antibiotics.

Manufacturer narrative:
Additional information was received that the physician diagnosed the patient with a seroma at the surgical site with signs of inflammation. The seroma was drained of serosanguinous fluid. The patient was diagnosed with post surgical meningitis due to staphylococcus aureus. The patient's treatment was changed to IV cloxacillin and the devices were removed. The surgical wound was cleaned and a drain was inserted into the lumbar site where the lead was connected. The physician stated that the patient's fever was not device or procedure related. The patient was also provided IV nsaid's for the headache. The patient's headache was a holocranial headache. The patient was also given oral caffeine and IV morphine. Once the patient's lab tests had normalized his symptoms subsided and the event was resolved.

Event description:
A report was received that during the permanent implant procedure, the physician noticed an infection around the area where the splitters externalized. The physician cleaned the wound and implanted the ipg. A couple of days after the ipg implant the infection persisted, so the physician explanted the patient's entire system. The physician believes the infection was procedure related. The patient's symptoms included headache and fever. The patient was given antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-3400-30, serial/lot: (B)(4), description: infinion splitter 2x8 kit (30 cm); model: sc-1132, serial/lot: (B)(4), description: precision spectra implantable pulse generator; model:,sc-2316-50, serial/lot: (B)(4), description:infinion 1x16 perc lead kit-50 cm. The explanted leads and splitters were not returned to bsn as they were discarded by the medical facility.